Event description:
Pt was having CT scan performed. Saline lock in place. Tech began injecting contrast & noticed contrast leaking at site. Nurse assessed & noted site bleeding and noted that catheter sheath had separated from insyte hub-sheath remaining in pt's arm when lock & catheter hub removed. Nurse was able to grasp sheath with their fingernail to remove from pt's vein sheath.